Event description:
Iol was explanted and replaced with another lens due to bad vision. The doctor reported that the pt is very happy with the new lens. Attempts have been made to obtain add'l info. No further info is available at the time of this report.